Manufacturer narrative:
The investigation has been completed since the original report was filed. The medical center did not return the impella device. Data logs were not provided. Based on clinical findings, the doctor found a ventricular thrombus during treatment. The patient died from a cerebral infection. The cause of the stroke issue was most likely biomaterial but its relation to impella remained unknown due to insufficient clinical information.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility in japan reported a male of unknown age, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was on ecpella support for 161 hours before the patient expired. Patient had a left ventricle thrombus and an extensive cerebral infraction occurred. It is unknown when the thrombus occurred. The relationship between the impella and cause of death is unknown. There were no impella malfunctions that occurred during support.